Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-03104. The patient had two extensions from the same lot. It was reported the patient (B)(6) began to experience a variation in therapy after falling. An impedance check revealed low and high impedances. X-rays were taken but the results are unknown. On (B)(6)2017, the patient underwent an exploratory surgical procedure. During the procedure, an impedance check was performed again and low/high impedances remained but were not related to the patient's lead. In turn, the doctor decided to perform surgical intervention on a later date. On (B)(6)2017, the patient's extensions and ipg were explanted replaced. Surgical intervention resolved the patient's issue.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-03104.